Event description:
On 05/07/2025, an arthrex employee reported via email, which was captured in (B)(4), that ar-sov-r30-330, a 3 x 330mm oval bur disposable blade, was used on a shaver in a unilateral laminotomy for bilateral decompression (ulbd). The blade skipped on the cortical bone at the rostral edge of the l5 lamina and created a small durotomy. It was repaired, and the patient is doing fine. The case went smoothly. The case was completed with no further complications. The blade was disposed of and is not available for return.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.